Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a low anterior resection procedure, while the doctor tried to aplly the endo clip er320 to ligate internal mammary artery, the clip form unnormall sissor like formation. There were no adverse consequences for the patient reported.